Event description:
A trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "replace detachable battery" alarm sounded. Error code e 210 was found in the ventilator's downloaded error log. The detachable battery was replaced to address the issue.